Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The clinical instrument was returned fully fired with the firing handle locked down and the staple pushers fully advenced. The retaining nubs are not depressed, suggesting that the fasteners did not make complete complement with the retainers to lock the staple line. This condition has been seen to occur when the device is fired over thick tissue.